Event description:
It was reported that 300 bd veo¿ insulin syringes with bd ultra-fine¿ needle experienced scale marking issue. The following information was provided by the initial reporter: the customer stated that the first scale of the syringe is lower almost 0.5 units, which can¿t be measured exactly.

Manufacturer narrative:
Initial reporter phone #:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.